Event description:
It was reported that the ptd was being utilized to declot a graft that was extensively clotted. The basket on the ptd became entangled in the graft and surgical removal was required. The pt subsequently received a new graft and there were no additional complications.